Event description:
It was reported by the customer that a pyxis medstation es system station was not connecting to the network. The customer stated that the device disconnected from the network and then users had issues when pulling medications for patients. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not connecting to network. A technical support specialist stated that issue was on hospital end and confirmed with customer to close this case. The system functioned as intended after technical support specialist troubleshooted the device.